Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got accidentally wet had pump error a broken force sensor was detected during seating. Customer's blood glucose level was unknown. Customer assisted in clearing. Customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to out of specification force sensor zero offset .